Event description:
The customer reported that this 3-pedal footswitch "runs by itself". There was no serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this footswitch for evaluation, and during testing found that the device has the potential to activate without depressing the forward or reverse pedals. Further investigation found a failure on the printed circuit board that cased the right pedal voltage to remain high and the left pedal voltage to remain low, causing the device to operate on its own. Conmed linvatec will continue to monitor this product for this failure mode.